Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the cylinder was found. The cause of the cylinder hole was not detailed by the hospital. All the components were replaced. The original reservoir was kept in the patient. No patient complications were reported.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the cylinder was found. The cause of the cylinder hole was not detailed by the hospital. All the components were replaced. The original reservoir was kept in the patient. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the cylinders and pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and tested for leaks. The first cylinder had broken fabric threads from wear in the proximal end of the cylinder. The first cylinder had wear at fold in the proximal end and middle of the cylinder. The first cylinder had a hole in the outer sleeve from sharp instrument damage. The first cylinder had a bulge in the proximal end of the cylinder. The second cylinder had broken fabric threads from wear in the proximal end of the cylinder. The inner tube and fabric threads were detached inside the cylinder outer sleeve. The second cylinder had wear at fold in the middle of the cylinder. The second cylinder had a bulge in the proximal end of the cylinder. The pump was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within it. No leaks were found in the pump. Based on the information available and analysis results, the reported mechanical issue and the hole/perforation was most likely determined to be the cylinder bulging found. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.